Manufacturer narrative:
Follow up report 001 ref natus complaint#(B)(4). Update to section b3. Lot/serial number: n/a. The customer returned the completed ae questionnaire. The customer confirmed there was no patient involved, death, or serious injury. The user was having issue in reporting. The titration reporting is having spo2 value uncertainty. Ref (B)(4) rev 01 post market risk assessment, the risk is considered negligible. Failure confirmed: yes. Investigation result code: neuro sbu/software failure. The software issue was addressed under defect number nw-25419. The software was updated to correct this software bug. Related to ecr#22960 and capa005689. Complaint case closed 10 aug 2024.

Event description:
Lc200-10 sleepworks 10.x acquisition software without spike / event: mean spo2 in sw10 reports is lower than minimum spo2 - also different than what is reported in sw9.3.1.

Manufacturer narrative:
Initial report ref natus complaint#(B)(4). UDI# not applicable. Technical service created jira ticket tpi-4267 for engineering investigation. Per tpi-4267, the customer ran their custom report on a recording in sleepworks 10, they noticed that the mean spo2 was lower than the minimum spo2 which is not logical, the customer than ran the same report on the same data in sleepworks 9.3 and here it seemed correct (mean was higher than minimum). The analysis was re-run in sleepworks 10, and it made no difference. Per tpi-4267, engineering generated a report for the same study on software version 9.3 and 10 and all mean values for spo2 are lower when report is generated using 10.0 and one mean value is actually lower than the min spo2 value. Tpi-4167 was closed as a confirmed product defect. Issue is being addressed under nw-25419. No evidence of follow-up attached as device will not be returned, this is a software issue. No related capas. Further investigation to be carried out.

Event description:
Lc200-10 sleepworks 10.x acquisition software without spike / event: mean spo2 in sw10 reports is lower than minimum spo2 - also different than what is reported in sw9.3.1